Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis manifested with cloudy effluent. The patient was not hospitalized for the events. The same month as the onset, the patient began treatment with ancef (dose, frequency and route not reported) for peritonitis. Approximately a month later, the ancef therapy was stopped and the patient was retrained in aseptic technique. The patient recovered from the peritonitis and the dianeal therapy was ongoing. No additional information is available.